Manufacturer narrative:
Device available for evaluation. Examination under magnification confirmed burst fracture of the tip of the tube. The failure initiated from the inside of the tube to the outside. The burst fracture is a result of too much pressure inside of the tube . Although no conclusions could be drawn about the root cause of the excessive pressure, obstruction of the tube suction hole by surgical debris could increase pressure inside of the tube. A complaint database search against product code 530020500 did not identify any trend of tube tip breakage. Based on the inability to conclusively identity root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip broke during normal use.